Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine drug via an implantable pump for non-malignant pain. It was reported that the patient accidentally discharged a firearm, and the bullet hit the pump. The pump was interrogated, and multiple alarms appeared. The pump showed the following codes: 87, 101, 114, and 117. The physician had the drug removed from the pump due to the unknown integrity of the pump from the impact of the bullet. The pump was going to be replaced, but it had not yet been scheduled. The issue was not resolved at the time of the report. The healthcare provider (hcp) had no additional information for the manufacturer. Additional information was received from the manufacturing representative (rep) on 2026-may-11. The rep reported that the patient did not have any symptoms related to the removal of the drug from the pump. The device replacement had not yet been scheduled. The managing physician reported that the patient might not want the pump replaced and was considering an explant. They reported that the issue had not yet been resolved as the replacement was not scheduled. The managing physician reported that the patient might not want the pump replaced and was considering an explant.